Event description:
"Situation: pt arrived to assess 5fu pump after pt states it became disconnected. Background: the connection between cassette and extension tubing became unscrewed. Pt noticed this before 2pm today and screwed the lines back together and called clinic and drove right over. Upon arrival pump was running. Pt states he had not stopped the pump at all during this time. Assessment: patient denies seeing any white powder anywhere. No chemo or oxidized chemo powder was visualized in chemo pouch or on patient's clothing. Upon assessment pump was running with 63.1ml left in cassette. 5fu pump stopped and disconnected. Port needle flushed and de-accessed. Pharmacist and provider notified. Pt was connected to new 5fu pump. Recommendation: recommend pharmacy tighten all connection points before delivering medication. " "cadd extension set (smiths medical): ref 21-7047-24, exp 2029-10-13, lot 6061875. Cadd cassette (smiths medical): ref 21-7308-24, exp 2029-12-01, lot 6077770. "